Manufacturer narrative:
The investigation for the product bond failure has been completed. No product or images of damaged were returned for evaluation. Clinical details noted that when patient was being transferred back to ICU after CT scan, pump was ripped at red handle with excessive force applied. Data logs from field were reviewed and real time (rt) logs from time of product damage shows sudden pump stop with a motor current spike to 30000. Placement signal also goes out of range at time of damage. The root cause of the product damage (bond failure) and subsequent pump stop was most likely an electrical open at the patient cable to red handle due to a use issue as excessive force was applied when damage occurred. The instructions for use for the impella 5.5 with smartassist for use during cardiogenic shock states the following: section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter.

Event description:
Additional information was received via medwatch report (B)(4). The patient was in imaging. During the return transfer to the patient's bed, the impella catheter broke causing the machine to stop. The registered nurse at the bedside heard a ¿pop¿ and identified the problem immediately and intervened with vasopressors, as needed. The patient had a slight drop in blood pressure, which was corrected with the vasopressors. No other change in condition was noted and the patient tolerated well.

Manufacturer narrative:
B.5 additional information was received. E.4 revised to yes as med watch repot was received. G.2 added med watch report number. Med watch report attached to this report. B.3 date of event was revised as it was previously entered incorrectly on the initial manufacturer device report number. B.7 added information that was inadvertently omitted from the initial manufacturer device report number. Hypetension was reported incorrectly on the initial manufacturer device report number. E.1 fax number was added as it was inadvertently omitted from the initial manufacturer device report number. G.1 reporting contact email was revised since the initial manufacturer device report number was submitted in accordance with updated procedures. G.3 date of awareness on the initial manufacturer device report number should of reflected 5-sep-2024. H.6 code was added as it was inadvertently omitted from follow up 1 manufacturer device report number. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted manufacturer device report number incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.

Manufacturer narrative:
Related medwatch report (B)(4) populated in section h10.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on support with a impella 5.5 pump admitted in acute myocardial infarction and cardiogenic shock. It was reported that while the patient was being transferred back to intensive care unit bed the staff inadvertently pulled on the impella 5.5 where the catheter was fully disconnected from red plug. Only the fiber optics held the catheter to red plug and the catheter failed to work. No patient harm was report and another pump was used to support the patient.